Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned by disconnecting the institution¿s internal network as per instruction from remote service engineer. The philips remote service engineer (rse) examined the system remotely and confirmed that the system could not be started after connecting to the intranet. Upon troubleshooting, the philips field service engineer (fse) visited onsite, examined the system found problem with the hospital network. To resolve the issue, fse reconfigured the ip address. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not be started after connecting to the intranet. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.